Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported for this complaint could not be confirmed due to facility not provoding sample for further evaluation and due to no evaluation case is been closed as no sample and as not confirmed.

Event description:
As reported by the user facility: (B)(6). High downstream pressure visualized on graph on front of pump despite patent line. No occlusion alarm. Flow rates very low, rns concerned that patient isn't getting meds. At time of inquiry (8/8 pm shift), infusions were as follows: tpn 35ml/h sn (B)(6). Ns on standby sn (B)(6), lipids 4.38ml/h sn (B)(6), epinephrine 1.05ml/h sn (B)(6), milrinone 0.26ml sn (B)(6), precedex 1.22ml/h sn (B)(6). Unable to collect samples as tubing was currently in use. Multiple trifuses infusing into central line. Multiple attempts were made with the reporting facility to clarify if all pumps were indicating high downstream pressure and suspected of low flow rates, or if it was a specific device(s). At this time no response has been received. As a precaution, a medical device report will be submitted for each pump due to potential under infusion. The serial number and associated MDR numbers for the devices involved are provided below for reference. Sn (B)(6)- 9610825-2024-00651; sn (B)(6) - 9610825-2024-00652; sn (B)(6) - 9610825-2024-00654; sn (B)(6) - 9610825-2024-00655; sn (B)(6)- 9610825-2024-00656.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.